Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are having issues with their sensors. The customer states that they keep altering high and low. The customer states that their blood glucose level is 168mg/dl, while their sensor is reading 53mg/dl. The customer state the threshold suspend feature was triggered. The customer also states they are unable to upload to carelink. Troubleshooting was conducted. The customer was advised to monitor sensor to see if it recovers. The customer was advised to call back if the sensor does not recover.

Manufacturer narrative:
Reliability analysis inspected 1 random opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.